Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it received eight needle-suture combination with a winding former and a foil that pertain to product code vcp1752d. This product contains eight stands in one packaging. Additionally, photo was provided and it showed eight vicryl plus suture needle combination in a winding former, needle in slot seems to have rough apperance. Visual analysis of the returned sample revealed that the surface of the needle in slot one has excess silicone at the middle of the body. In addition, the needle in slot one was noted pitting. Based on the information currently available, the excess silicone and incorrect needle appreance was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4: UDI: (01) gtin is unavailable therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. Rough needle & foreign matter. After the suture was opened during surgery, the needle was not smooth and suspected to have a gelatinous foreign matter. Changed another one to complete the surgery. There were no patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.